Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. It was reported the product was discarded and therefore not available for review by the manufacturer. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report nine of nine for the same event, reference reports 0001032347-2017-00286 through 0001032347-2017-00293.

Event description:
It was reported the first operation was performed on (B)(6) 2016; the sternotomy was found open. A revision surgery was performed (B)(6) 2017 to fix the plates, wires, and bands.